Event description:
The company was informed that the pt's device was explanted. The pt reportedly experienced headaches, light sensitivity, and retro orbital pain during use of the cochlear device. Advance bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.